Event description:
According to the event description: "the flow rate is not correct, infusions are running too slowly. Repair was according to decision tree within the service workshop for complaint."

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow- up will be submitted when the investigation results become available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number (B)(4) premarket submission # k083689, k142596, k191910.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Sample information: infusomat space, 8713070, serial number: (B)(6), software version: n030005. History inspection: as the date of occcurrence was not provided, the last infusions were investigated and no abnormalities were found. Visual inspection: the cover caps on the screw pillars, and the production seal on the lower housing were intact and undamaged. The device is in a clean state and no visible damage are to locate. Functional inspection: the device passes the self-test. A space line was inserted, and the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. Pressure inspection: in checking the downstream sensor, the electronic pressure cut-off and the mechanical pressure limitation of the device were tested. The device matches the required values and standards. All measured values are within our specification. The test was performed with the drop sensor. Flow rate inspection: a delivery accuracy measurement was arranged. Here a nominal flow rate of 100 ml/h was chosen. The assessed average deviation "a" of the second operating hour was measured and resulted in a value of -1,61%. The device matches the required values and standards. All measured values are within our specification. The drop sensor was checked and found to be functioning correctly. It triggered both the flow alarm and the no-drops alarm as expected. No malfunction was detected. Disassembling: no damage or soiling could be found. Conclusion: the defect could not be confirmed. Summing up all tests, the device operated within our specification. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.